Event description:
Complainant alleged that during biomed testing the device displayed a "check electrodes" message with using known good cables. Complainant indicated that there was no patient involvement in the reported malfunction.